Manufacturer narrative:
H3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s registered nurse (rn) reported that a visible external dialyzer blood leak occurred 10-15 minutes into a patient¿s hemodialysis (hd) treatment. Upon closer inspection it was discovered that the head of the dialyzer closest to the arterial side was cracked and causing a slow leak. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a visible external dialyzer blood leak occurred 10-15 minutes into a patient¿s hemodialysis (hd) treatment. Upon closer inspection it was discovered that the head of the dialyzer closest to the arterial side was cracked and causing a slow leak. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. Blood was noted in the threads of the dialyzer on the non-cavity ID end header cap. The dialyzer was subjected to a laboratory leak test and a leak was not detected, possibly due to coagulated blood. The dialyzer was subjected to destructive disassembly. Upon removal of the header cap a polyurethane (pu) sliver was found on the non-cavity ID end, at approximately 15°, with the ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s registered nurse (rn) reported that a visible external dialyzer blood leak occurred 10-15 minutes into a patient¿s hemodialysis (hd) treatment. Upon closer inspection it was discovered that the head of the dialyzer closest to the arterial side was cracked and causing a slow leak. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrected information: h5, b5.

Event description:
A user facility¿s registered nurse (rn) reported that a visible external dialyzer blood leak occurred 10-15 minutes into a patient¿s hemodialysis (hd) treatment. Upon closer inspection it was discovered that the head of the dialyzer closest to the arterial side was cracked and causing a slow leak. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.